Manufacturer narrative:
On 03/08/2016 07:49 am (gmt-5:00) added by (B)(6): our field service engineer (fse) was on-site to download the device log files and to inspect the ventilator. The fse found that no technical alarms had been generated and no defect was found. According to information from the customer, the patient desaturated at approximately 10:12 on the date of event. Evaluation of the log files showed that ventilation was started 07:40 on the date of event, and at 09:40 the ventilator was placed in the standby mode in a controlled manner. Ventilation was re-started again at 10:12 which suggests that the ventilator was in the standby mode and was not ventilating for approximately 30 minutes. No ventilation of a patient may lead to desaturation. The level of desaturation and final outcome of the patient are not known as the customer would not provide this information. Our conclusion in this matter is that there was no ventilator malfunction. The ventilator, per design, displays that it is in the standby mode. The cause for the event is attributed to user error. On 03/08/2016 07:46 am (gmt-5:00) added by (B)(6): our field service engineer (fse) was on-site to download the device log files and to inspect the ventilator. The fse found that no technical alarms had been generated and no defect was found. According to information from the customer, the patient desaturated at approximately 10:12 on the date of event. Evaluation of the log files showed that ventilation was started 07:40 on the date of event, and at 09:40 the ventilator was placed in the standby mode in a controlled manner. Ventilation was re-started again 10:12 which suggests that the ventilator was in the standby mode and was not ventilating for approximately 30 minutes. No ventilation of a patient may lead to desaturation. The level of desaturation and final outcome of the patient are not known as the customer would not provide this information. Our conclusion in this matter is that there was no ventilator malfunction. The ventilator, per design, displays that it is in the standby mode. The cause for the event is attributed to user error.

Event description:
On 03/08/2016 07:41 am (gmt-5:00) added by (B)(6): (B)(4)

Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be provided when the investihgation is completed.

Event description:
It was reported that the patient desaturated while connected to the ventilator. The customer requested an evaluation of the ventilator and the log files in order to check if anything occurred related to the ventilator. There is no information regarding the level of desaturation or the final outcome of the patient. (B)(4).